Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were installed during the service call.

Event description:
The customer reported that the 6800 system would beep when it was turned on. No pt injury was reported.